Manufacturer narrative:
Continuation of medical devices: product ID 3058, serial# (B)(4), implanted: (B)(6) 2018, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 (B)(4) (con):information received via patient reported that they moved the implant neurostimulator (ins) and the lead wire to the left side yesterday (B)(6) 2018 because patient had never had therapy benefit since implant (B)(6) 2018 with ins on the right side. The patient stated she could never feel stim since implant (B)(6) 2018. The patient could feel stimulation currently at 0.6.the patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.